Event description:
The customer reported that he has been experiencing high blood glucose levels, and believes the insulin pump is not working properly. The customer has seen his hcp, and they increased the night time basal rates, but the customer continues to experience high blood glucose levels. The customer also reported that the insulin pump gave him a bolus for 30 grams of carbohydrates that he's sure he did not program. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at act button on keypad trace. Unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to keypad damage. The insulin pump had missing end cap sticker.